Manufacturer narrative:
The reported event of separation failure was confirmed. The reported event of pericardial effusion could not be confirmed. As received, a catheter was returned in one piece with a device attached. As received. Final analysis found the tether control knob was in the aligned position and the tether mode control was in tether mode. The catheter was severely bent/damaged in two locations; one adjacent to the handle and one adjacent to the locking hub. The tether bullets were found to be kinked/stuck inside the device. The catheter was put into tether mode and blood was noted on the tethers. After cleaning and manipulating the tether/tether bullets, the device was able to be removed. No other anomalies were detected.

Event description:
Related manufacturer reference number: 2017865-2024-03324. It was reported that the patient presented for aveir leadless pacemaker implant procedure. The leadless pacemaker failed to separate from the catheter during implant. The system was removed, and it was noted that the patient developed pericardial effusion post-procedure requiring pericardiocentesis. The patient was stable.

Event description:
New information received indicates that the pericardial effusion was developed due to means unrelated to the implanted system and system-related procedure.

Event description:
Related manufacturer reference number: 2017865-2024-34454.